Manufacturer narrative:
(B)(4). This device was examined upon receipt at our quality assurance laboratory. Device data review confirmed the battery voltage was lower than expected. The device case was removed to facilitate inspection of the internal components. One of the three battery cells was found to have decreased voltage. This type of battery is obsolete. No further testing was performed. Our newest generations of devices employ new battery technology.

Event description:
Boston scientific received information that this device implanted approximately three years, was at end of life battery status during a recent follow-up and thus unable to support the scheduled software upgrade. A supportive life vest was provided and the patient scheduled for a device replacement. No resulting adverse patient effects were reported and device replacement was later confirmed. The explanted device is expected to be returned for analysis and replacement was with another boston scientific product.

Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device implanted approximately three years, was at end of life battery status during a recent follow-up and thus unable to support the scheduled software upgrade. A supportive life vest was provided and the patient scheduled for a device replacement. No resulting adverse patient effects were reported and device replacement was later confirmed. The explanted device is expected to be returned for analysis and replacement was with another boston scientific product.